Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level of 516 mg/dl. Customer changed out the infusion set supplies to address the elevated blood glucose (bg). A system check was performed, and it was discovered that the luer lock was disconnected. Tandem technical support (cts) instructed customer to straighten and secure the connection to address issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.